Event description:
(B)(6)-2012 - (B)(4) - the dealer reported that the unknown concentrator model and serial number, according to the patient's daughter report, allegedly caused and or contributed to the mother's death. The is no additional information available, and if it is received, this file will be revised, and a supplemental report will be submitted accordingly.